Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure a faradrive sheath was used. When the farawave catheter was inserted, air was drawn from the sheath when back flow aspiration was performed. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.